Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
Boston scientific crm received information that this implantable pace/sense lead was going to be extracted due to a patient infection. Additional information was provided that the patient was in a coma and the lead had not been explanted yet. All available information indicates that the lead remains in service. If additional information becomes available, the event will be updated. Dates were provided to us by boston scientific.